Manufacturer narrative:
The technician could not find any evidence that the battery or wiring had shorted and the fuse between the batteries was intact. Repairs have not been completed.

Event description:
The technician indicated that the back of the battery was deformed and about three inches of the insulation was melted off of the negative terminal cable.